Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "unit turns itself off." This condition occurred during programming/setup in the "pre-op" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump with a "unit turns itself off" issue was not confirmed nor reproduced during product evaluation. The assignable cause was not determined as this device is a stay-in unit. No repairs were made in order to fix the reported condition. A service history review was performed revealing this pump has previously been sent to baxter for service, but the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding a failure of upstream occ message appeared during the manufacturing of this device. The pump was re-calibrated and passed all subsequent testing.